Manufacturer narrative:
The tip cover accessory will not be returned for evaluation; therefore the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if additional information is received. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, the tip cover accessory from the monopolar curved scissors (mcs) instrument fell inside the patient. The tip cover accessory was retrieved. Although, no patient harm was reported at this time it is unknown what caused the tip cover accessory to fall inside the patient.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip cover accessory from the monopolar curved scissors (mcs) instrument fell inside the patient. The tip cover accessory was retrieved during the same procedure and the customer installed a new tip cover accessory to proceed with the procedure. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.